Event description:
It was reported that the centrimag system stopped running while connected to the patient. The staff replaced the console and motor, and the patient was not harmed.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4: product sn and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient returned from the catheterization laboratory and the centrimag console and centrimag motor stopped functioning. There was zero flow on the centrimag screen, and upon palpitation of the motor there was no vibration. The centrimag had to be emergently swapped out to a backup centrimag to get the patient's extracorporeal membrane oxygenation (ECMO) circuit running. It was confirmed that exchanging the console and motor resolved the issue. It was noted that the equipment service report sent to the customer from abbott noted the issue as being with the motor and the cord being flexed causing the m4 error. The motor was deemed unable to be repaired and was replaced.

Manufacturer narrative:
Section d4: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was confirmed via the centrimag motor¿s investigation (see manufacturer report number 2916596-2024-06297), and it was determined that the console was unrelated to the cause of the event. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot and performed as intended throughout all testing. The console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was isolated to an issue with the centrimag motor and was not correlated to an issue with the console. Review of the device history record for centrimag console, serial number l07166-0001, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.